Event description:
The customer reported that she had an MRI and the insulin pump alarmed motor error every time she tried to deliver a bolus. The blood glucose reading at the time of the call was 151mg/dl. No further information was provided.

Manufacturer narrative:
The failure analysis revealed that the insulin pump failed the displacement test, and the device alarmed motor error, as a result of the motor encoder signal out of phase.